Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low pacing impedance, a drop in r-waves, and t-wave oversensing (twos) on non-sustained ventricular tachycardia episodes. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.